Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was discovered during a pre-administration check by the nurse. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between december 10, 2020 to december 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.